Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a partial gastrectomy procedure, at an unknown point during the case, the cdh29a misfired. The device stapled but did not cut on the gastric anastomosis. Case completed by cutting out the cdh29a (excised from tissue to remove device) and hand sewing the anastomosis. There was no patient consequence reported, no change to post-op care, and it was reported that patient was doing well.